Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room on (B)(6) 2020 for high blood glucose and diabetic ketoacidosis. Customer stated that when she woke up her blood glucose was 150 mg/dl, then after rise upto 400 mg/dl and then she went for a walk then blood glucose was 560 mg/dl, then she gave 25.0 unit of insulin and it remained in the 500 mg/dl, then in emergency room her blood glucose was in the 600 mg/dl. The customer was treated with intravenous insulin drip at the hospital. The customer¿s current blood glucose reading was 215 mg/dl. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will be returned for analysis.